Manufacturer narrative:
Result: actuator pin.

Event description:
It was reported by service report that the brakes would not disengage. It is unk if there was pt involvement or if there are adverse consequences to report.